Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranging from 42 mg/dl to 50 mg/dl. A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected. Bg was addressed by the customer consuming carbohydrates. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.